Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels over 30 mg/dl. The customer was treated for the low blood glucose with food. The customer declined troubleshooting the issue. The customer called inquiring about the using the serters again. The customer was sent a new serter to help with the issue. The customer did not return the product back for analysis.